Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned for evaluation by zoll manufacturing corporation. The monitor evaluation has not yet been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming electrode belt functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was treated five times prior to passing. The patient's wife reported that the patient had a heart attack and that the "vest didn't save him." The patient was reportedly riding in the car with his brother. It was reported that the patient was initially conscious when the alarms went off, but that paramedics were later called to the scene and attempted to resuscitate the patient on the side of a highway. It was reported that the patient was dead on arrival at the hospital. Per review of the patient's downloaded flag data, the patient's device first alarmed at 7:33:08 pm on (B)(6) 2016. The ECG recording shows that the patient was in a sinus rhythm at 100 bpm with frequent nsvt at 250 bpm. The response buttons were pressed to delay a treatment. At 07:34:35 pm the device delivered a treatment. The rhythm prior to the treatment was vf; however, the vf self-converted to a sinus rhythm 3 seconds prior to shock delivery. The post-shock rhythm remained a sinus rhythm. At 07:35:53 pm the device delivered an appropriate treatment while the patient was in vf. The rhythm was converted to sinus bradycardia at 50 bpm with recurrent nsvt. The third treatment was delivered at 07:37:38 while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The fourth treatment was delivered at 07:38:10 while the patient was in asystole. The post-shock rhythm remained asystole. Asystole was detected 10 times between 07:39:14 and 07:49:10. At 07:53:20 the device detected the final arrhythmia. The rhythm at the time of the treatment was vt at 165 bpm. The treatment converted the rhythm to an accelerated idioventricular rhythm at 125 bpm that degraded into asystole. Asystole was detected 4 times between 07:54:55 and 08:15:47 pm. The ECG recordings revealed CPR artifact. The electrode belt was disconnected at 08:15:59pm. The patient subsequently passed away.